Event description:
It was reported that the patient experienced loss of consciousness. It was also reported that the right ventricular (rv) lead high out of range impedance due to possible fracture along with loss of capture along with the right atrial (ra) lead exhibiting atrial lead position check failure. The rv lead was replaced by a leadless implantable pulse generator (ipg) and remains in the patient. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w2dr01 ipg was implanted on (B)(6) 2022. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.